Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Some damage and smearing noted on fracture surface. Witness mark and deformation consistent with rod bender noted immediately adjacent to fracture surface. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Fracture surface examination identified initial ratchet marks and gently progressive convex striations and beach marks emanating through the cross section of the rod until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion. Post-op, both side rods were broken between l4/5. Patient underwent revision surgery on (B)(6) 2016 for replacement of rods on both sides. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.